Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was difficult to depress. Customer applied more pressure to the button and it worked as intended. Customer's blood glucose (bg) level was 42 mg/dl, and customer consumed carbohydrates to address low bg. Customer declined to provide further information regarding cause of the low bg. Customer reverted to using an alternate method of insulin therapy.